Event description:
The contact stated the units of the customer's meter had been switched from mmol/l to mg/dl. Before the incorrect units of measure were discovered, it was thought the patient's blood glucose levels were higher than usual. Her insulin was adjusted, but no adverse events were alleged. The meter was to be returned, and the customer was given a new meter with the units of measure locked.